Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis testing could not confirm the reported noise or oversensing field allegation.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that the device was explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that noise was noted during multiple non-sustained episodes on the right ventricular pace and shock channels of this cardiac resynchronization therapy defibrillator (crt-d) . The noise did cause oversensing. The patient was in complete heart block and 2:1 heart block in these cases, with some episodes resulting in 3 or 4 seconds of pacing inhibition. The patient also reported feeling lightheadedness, however the symptoms could not be correlated to the episodes. The lead will be scheduled for replacement by the physician in the future. No additional adverse patient effects were reported.